Event description:
It was reported on a study patient: "the patient was admitted (B)(6) 2014 with outflow graft stenosis that required pump exchange on (B)(6) 2014. Post-operatively on (B)(6) 2014, patient spiked temperature to 38.4°c. [Infectious disease] ID was consulted (B)(6) 2014 and recommended starting linezolid and [an antibiotic], which were started; they recommended continued monitoring to determine if it was a routine post-op fever or due to underlying infection. Blood and sputum cultures sent (B)(6) 2014 were negative. On (B)(6), chest/[abdomen] abd (computed tomography) CT showed "patchy airspace disease within the right lung which raises concern for multifocal pneumonia, considering the provided clinical history." Given chest CT, leukocytosis, elevated temperatures, and absence of alternate source (negative blood, urine, driveline exit site, and bronchial brush cultures; negative c. Diff), infection was presumed to be healthcare acquired pneumonia." The action and patient outcome are noted as: "on (B)(6) 2014, the patient was reintubated for increased work of breathing; he had concurrent a-flutter with uncontrolled ventricular rate, onset (B)(6) 2014. On (B)(6) [an antibiotic] was switched to imipenem. He was successfully cardioverted on (B)(6) 2014 and extubated on (B)(6) 2014. On (B)(6) 2014 ID recommended continuing linezolid/imipenim until (B)(6) for presumed [health care-associated pneumonia] hcap. Repeat chest CT (B)(6) 2014 showed "slightly increased, multifocal presumed infectious airspace disease within the right lung concerning for pneumonia." On (B)(6) 2014, ID recommended extending imipenem until (B)(6) 2014 and discontinuing linezolid (B)(6) 2014; both recommendations were followed. The patient completed antibiotic course on (B)(6) 2014. Event contributed to prolongation of hospitalization. He was discharged home on (B)(6) 2014."

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
The hospital acquired pneumonia and respiratory failure was indicated via the study database to be unrelated to the procedure and unrelated to the device. Hospital acquired infections are known potential adverse events associated with hospitalizations. Patient comorbidities including weakened immune systems and inactivity along with environmental exposure put them at higher risk for acquiring infections. As reported this event was not related to the device or the procedure and there is no indication of any device performance or manufacturing issues related to the event. It was indicated that the atrial flutter was possibly related to the procedure and not related to the device. Serious and life threatening adverse events, including cardiac arrythmia, have been associated with the procedure and use of this device as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal medical management. Patient comorbidities and underlying heart disease put them at greater risk for cardiac arrythmias. Patient condition and clinical factors likely contributed to the event with no indication of any related device performance issues. Additionally lvad candidates frequently this patient's recent history of bactermia which may have impacted coagulation factors as well as subtherapeutic inr are factors that may have contributed to the reported events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.